Event description:
Additional information received reported that the patient experienced a loss of therapeutic benefit and underwent a lead revision after impedance over 4,000 ohms was seen on three programs. After the lead revision, the patient was feeling stimulation comfortably again. It was noted that the explanted lead was not saved, and would not be returned to the manufacturer.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3889-28 lot# v319868 implanted: (B)(6) 2009 explanted: (B)(6) 2012.

Event description:
It was reported that intermittently, the patient would lose stimulation sensation. The patient had to turn stimulation all the way off and down to 0.0 volts, then turn it back on again in order to feel stimulation again, but the sensation would only last for approximately 10 minutes. The complaint began occurring following an hcp visit on (B)(6)2012. The patient had another hcp appointment scheduled for the following week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v319868, implanted: 2009 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4).